Event description:
It was reported that during removal of the yellow protective sheath, the xience xpedition stent dislodged. There was no reported difficulty noted during sheath removal. The device was not used and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.